Event description:
It was reported that the device exhibited error code 1261. There was no patient involvement.

Manufacturer narrative:
One device was received in used condition for evaluation. The service history review indicated that the reason for return is related to a past service. Visual inspection found the tamper seal to be removed, a damaged downstream occlusion (dso) sensor nub, and fluid ingression to the upstream occlusion (uso) sensor. The event history log revealed error code 1260. Functional testing was able to duplicate the reported problem. It was determined that the most probable cause is the damaged microprocessor unit (mpu) board. The mpu board was replaced. The device then passed all functional tests.